Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked out. A new device was used to complete the procedure. There was no patient impact. The device was received by the sales rep with the jaws mangled and broken.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: which firing of the device did this event occur on? 1st. What vessel or structure was the device fired on at the time of the event? Cystic artery or duct. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? If so, when? Asku. Did anything unexpected happen prior to this incident? Unk. Was the device fired after this incident in or out of the patient? Asku.

Manufacturer narrative:
(B)(4). Tissue stop, advancer. The analysis results found that the device was returned with the tissue stop out of position and the jaws closed. No functional testing could be performed due to the conditions of the device returned. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the tip of the advancer was found bent. The bent advancer pushed forward the tissue stop pocket edge causing that it lose its position and jamming the firing mechanism. In addition, scratches were noted on clip track. Scratches were caused by the friction between the bent advancer and clip track. The clip track proximal flanges/locators were found deformed as a result from an excessive force. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.